Event description:
Upon hourly rounding on patient, bedside nurse noticed that the wound vac was no longer on. With additional investigation, it was noticed that the wound vac stated "battery critical" then turned off despite being plugged into the wall from the time the night nurse did first assessment and subsequent hourly rounding. New wound vac ordered, received and therapy re-initiated.======================manufacturer response for wound vac pump, wound vac pump======================kci investigating. Our in-house biomed tested the wound-vac.removed battery pack, terminal voltage measured 13.07 vdc where battery voltage was labeled 14.7 at full charge. Reinstalled battery pack, error no longer appeared and battery charging icon was displaying. Device seems to be battery dependent even when on line power.